Event description:
During a surgery in 2006, 3 screws broke (one under the head and 2 before the complete insertion) and one was twisted. The fifth screw was implanted without problem. Five different lot numbers (112012 with lot# d3so, 112012 lot# d3mb, 112012 lot# e0gh, 112014 lot# d3t9, 112014 lot# 3e0gq) were provided. One of them is implanted without any problem, but the product ID/lot number could not be identfied. The twisted screw was 112014 lot# d3t9, which is reported under the current MDR# 615741-2006-00013. This MDR is linked to MDR# 9615741-2006-00010, MDR# 9615741-2006-00011, MDR# 9615741-2006-00013.